Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the surgery it was seen in the post surgery images that the implant was located extra cochlear. Although the implant was in good condition the surgeon decided to explant it and reimplant with a new device in order to avoid the risk of infection. As per new information received, during explant surgery, it was found that the electrodes array was in the external auditory canal.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information, only one electrode channel was left out of cochlea at first implantation. However, it was seen in the post surgery images that the implant was located extra cochlear. The patient has been re-implanted with a form24 electrode type and was previously using a flex28 electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
After the surgery it was seen in the post surgery images that the implant was located extra cochlear. Although the implant was in good condition the surgeon decided to explant it and reimplant with a new device in order to avoid the risk of infection. As per new information received, during explant surgery, it was found that the electrodes array was in the external auditory canal.